Event description:
The device was used during a lower anterior resection procedure. Reportedly, the instrument was difficult to open. The surgeon performed a laparotomy and there was tissue loss. The hosp has reported the pt's condition is satisfactory.